Event description:
Additional information was received that the local area representative spoke with this patient. The patient noted that he wasn't feeling well. This boston scientific (bsc) representative had not seen any evidence of a lead fracture. However the representative had not checked the patient; the patient was referred to his physician. It was indicated that a non-bsc representative had provided information regarding lead fracture to the patient. The local area representative was to speak to the physician who performs extractions and update bsc with any additional information. At this time, evidence continues to suggest that the leads remain implanted.

Event description:
Boston scientific received information that the patient indicated that an x-ray showed that his leads were fractured. The patient also indicated that his right ventricular lead was embedded, and that the leads were to be removed. Additional information was sought, but the explant of the leads was not confirmed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the patient indicating that the leads were replaced. This rv lead is out of service. No additional adverse patient effects were reported.